Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed strong signs contamination and usage. Missing parts or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed heavy signs of wear and a partially detached pva-coating at the distal area. The performed visual examination revealed heavy signs of wear and a partially detached pva-coating at the distal area. Based on the investigation performed, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. It is likely that the issue was caused by improper usage of the device, although this could not be confirmed.

Event description:
The customer alleges that during a surgical procedure, the surgeon observed the protective outer shell of the device unfolded. The operation was not interrupted and the surgeon continued with the same device since it did not affect the operation or laser. The operation was completed successfully without any other observations or problems.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during a surgical procedure, the surgeon observed the protective outer shell of the device unfolded. The operation was not interrupted and the surgeon continued with the same device since it did not affect the operation or laser. The operation was completed successfully without any other observations or problems.